Event description:
It was reported on the remote transmission that the electrogram and arrhythmic episodes show atrial undersensing. The sensitivity of the lead is programmed to the lowest setting. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.